Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported the patient experienced an infection and still had a ¿hole in his stomach¿ that was draining and the doctor was waiting for this to heal. The patient was currently on oral medication (dilaudid and morphine) and ¿got sick from oral meds.¿ it was noted they were going to put in a smaller pump. It was further reported a new pump was put in sometime in (B)(6) due to a motor stall {refer to manufacturer report # 3004209178-2014-03958} and this new pump was taken out about three weeks ago because of the wound draining so much and they thought it was infected. It was noted the patient went to the hospital and ¿they took it out¿ and was letting the wound heal. It was also reported there was a half inch opening and the healthcare provider (hcp) would not put in a new pump until the wound was healed. The patient saw the hcp on (B)(6) 2014 and ¿looks good¿ and was healing properly. It was noted the patient was not getting enough pain medication and had a change in therapy effect. It was reported the patient was dry heaving and ¿got sick¿ so many times the staples opened and was draining in three different places. The patient went to the emergency room (ER) immediately and cleaned up the wound about a month ago, but was back in the ER again. It was noted the patient was not admitted, but ¿1/4 times went to ER in the last three weeks and sometimes for five days.¿ it was reported the patient had an appointment (B)(6) 2014 and would make a decision to put the pump back in or not. Additional information has been requested; a follow-up report will be sent when it becomes available.